Manufacturer narrative:
The pt and device codes were coded by the manufacturer. Disclaimer: during processing of this complaint, quality assurance attempted to obtain complete event info and pt status from the hosp, field contact or distributor. Investigation results: a visual inspection of the device showed that the outer extrusion shaft of the scissor shaft assembly was separated. The outer extrusion shaft separation cause the scissors assembly to become bent and not allow the scissors to slide in or out of the cannula. The complaint is confirmed. Corrective action has been initiated to address scissors shaft separation. (B)(4).

Event description:
The hosp reported that during the saphenous vein harvesting procedure, the on the harvesting cannula bent during use. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Failure analysis performed (B)(6) 2004 determined that the scissors shaft assembly was separated. This is a reportable malfunction.